Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care educated the user on lag and calibration best practices but the issue was not resolved. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment by updating the calibration file. The user successfully completed the re-linking process and was reminded to calibrate daily during monitoring. The case remains under observation until october 2, 2025, with feedback to be provided after monitoring. B4. Date of this report 25 dec 2025 . G3.date received by the manufacturer? 25 dec 2025 h6. Investigation findings updated to 114

Manufacturer narrative:
The user reported differences between sensor glucose (sg) and blood glucose (bg) values. Following additional monitoring, sg readings aligned well with calibration entries after the sensor was re-linked, with occasional differences attributable to inherent lag. The user agreed to continue using the system and to contact technical support if the issue persists.a review of the data management system (dms) confirmed that the user is currently using the system and that glucose data are up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.